Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) ((B)(4)) alleging that his onetouch verioiq meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient stated he could not recall exactly when the alleged issue began but he had been using the meter for approximately 6 weeks. He tested with the subject meter and received ¿high results¿ but could not recall any of the results obtained and no longer had the subject device available. The patient manages his diabetes with insulin (unknown type/dose) and claimed that he had been correcting his insulin doses based on the subject meter readings. Due to this the patient claimed he developed low blood sugar symptoms of ¿sweating and felt anemic¿ (date/time of reported symptoms is not known). The patient stated he self-treated his symptoms by taking a glucose tablet and felt better afterwards. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, a control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (05/21/2014), retains testing was ordered and completed on (B)(4) 2014 by lifescan product analysis with the following findings: the retains test strips did not pass testing. The primary complaint was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.